Event description:
The device was received for service. During service testing, pump head modules a and c failed accuracy testing. According to the hosp rep there was no pt injury or medical intervention reported.